Manufacturer narrative:
An evaluation of the treatment tip indicated that no problems or defects were found. The tip surface and dielectric are intact and the tip passed all tests and specifications. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and eyes and white blisters appeared on the left side of the face after treatment was completed. The patient's skin was flat during treatment and good contact was maintained. The patient gave regular feedback that the treatment felt hot, but tolerable. The patient has had three thermage treatments in the past with the same treatment settings. The patient was given 10mg of valium and one norco 7.5mg, which was the usual dose for her. The clinic nurse instructed the patient to use aquaphor if the blisters popped, to keep the area clean, and to use sunblock. The patient has not returned to the clinic for follow up. Reportedly, the operator received a few insufficient force messages during the treatment and had to reboot the system to clear one of these messages. The treatment tip was inspected prior to and during use and nothing was noted.